Event description:
Proximal end of device cracking. Feeding set doesn't stay in place as a result. Also a t-fastener deployed earlier than intended. Pt contracted cellulitis and was in the hospital about 1 week longer. Antibiotics were administered.

Event description:
Add'l info: on 11/10/02, the device was inserted. By 11/14/02, all t-fasteners used at insertion had come out and the pt experienced a large cellulitis surrounding the j-tube. Pt required antibiotics, delay of therapy: add'l hosp stay of 12 more days. Pt was being discharged when the event was noted. Unable to use the tube for feeding in a pt with poor oral intake.